Event description:
Report received of an over-delivery. The customer indicated that the event was the result of an error in programming the device. The pump was programmed in the ER to deliver an unspecified concentration of heparin at a rate of 160ml/hr instead of the intended rate of 16ml/hr. Approximately 1 hr later, after the pt was transferred to the floor, the nurse noted the error in programming and the infusion was stopped. There was no reported adverse pt effect and no medical interventions were required. The infusion was restarted approximately 3.5 hrs later, using the same pump with no further reported events. Though requested, no further info was available.